Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The caller stated that the patient reported that their device has not worked in years. They lost their insurance and got rid of all of their equipment including their patient programmer and ID card. The patient was having an unrelated MRI and it was reviewed that a shoulder MRI was not recommended with the ins. There were no patient symptoms reported and no complications reported.